Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed dessert without announcing the meal, resulting in elevated glucose that triggered automated correction dosing by the ilet and a subsequent low; this was characterized as a user procedure issue involving the user interface. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no lasting health impact and an unexpected need for medication to treat the low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to missed meal announcements, and an improper method characterized as failure to follow instructions, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.